Event description:
Additional information was received from the manufacturer representative (rep). Rep said she was called to implant surgery today and she was informed healthcare provider (hcp) will implant system. The device was removed in june due to infection. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Outcomes attributed to adverse event: infection. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that off and on for a week it felt like a needle poking where the battery was, the day of the report it had been constant. They had decreased stimulation from 0.8 to 0.1 and turned the therapy off and it still stung. They reported no falls or traumas and could not see the ins to determine if there was any sign of redness, swelling, etc. They were redirected to their healthcare provider to further address the issue. Additional information was received from the patient. They reported that they had surgery to remove the implant on (B)(6) 2021 and they discovered an infection. They reported they had been having a lot of pain there and they had gone to the ER because the pain was so severe. The pain persisted with stimulation turned off. It was noted the rep took the implant following removal and the patient was not sure if it would be sent for analysis or not. They were sad to have it removed because it had been working so well. They stated their only other option was a colostomy bag and they didn't want to go there. It was noted they didn't see any fluid or signs of infection when they took CT scans and ultrasounds, but when the surgeon removed it they found a thick gooey substance. They stated the doctor would be culturing it. They were giving IV antibiotics in the clinic and sent home with oral antibiotics.